Event description:
The bmw wire was advanced down, then the stent went in and deployed, it was difficult to pull the wire out, in fact it would not come out at all. Physician went down with the balloon and balloon passed through stent with no problem; physician then brought the balloon back within the stent, and was unable to back out the wire. Physician then inflated the ballon again, still unsuccessful in retrieveing the wire. Under fluoro, it was observed that the stent folded back on itself. Additionally, the surgeon was in the the room and tried to remove the wire, however, was unsuccesful, and pulled the wire so hard the wire broke off in the ffa. At this time, surgical intervention was required in the or to remove the wire and stent. Once the stent was removed, the surgeon was unable to get the wire out of the stent.